Event description:
It was reported that an ilet user experienced hyperglycemia over several hours, with a highest observed glucose of 301 mg/dl, after multiple infusion set changes using a 6 mm, 23 in inset cannula placed on the abdomen and buttock; the cannulas were not bent, the user announced a meal, and no device alerts occurred, while glucose trended down at the time of contact. Symptoms included nonspecific signs consistent with hyperglycemia. Outcomes included no hospitalization and no additional supply change recommended during the call. Investigation included review of device data and user reports, along with troubleshooting and education by the clinical team. Investigation of this case revealed no device alarms or evident infusion set malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.